Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14t7z, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that during a lead replacement they had to take the lead out of the "introducer" to try a different stylet and upon removing the lead, the bottom of it looked frayed. The two middle electrodes looked like they were separated. They placed a new lead in, which worked fine. Since implant, the patient is reported to be doing okay, but has had other issues, but rep says they are probably not related to the device. Patient has multiple sclerosis (ms) and is paralyzed. A catheter was put in and they were experiencing discomfort from the it. The patient reported to the rep that the catheter was uncomfortable on the friday prior to the report. They went to the hospital over the weekend prior to the report. The rep stated that they are unclear how they are going to move forward due to the catheter issues; they may remove the catheter or the device. The indication for use is unclear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.